Manufacturer narrative:
Device received with critical pump error (open book image) alarm. Pump error 47 and pump error 53 found in the device history due to software error. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm and open book image on the screen. Customer's blood glucose value was 184 mg/dl. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Customer was received picture with an x on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The device will not be return for analysis.